Event description:
It was reported that device migration occurred. On (B)(6) 2025, a left atrial appendage (laac) procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. At a routine follow up on (B)(6) 2026, the device appeared to have shifted outward. The patient requested to have the closure device explanted and is scheduled for explantation on (B)(6) 2026. There were no further complications reported.